Manufacturer narrative:
This report is submitted on 05 may 2021.

Event description:
Per the clinic, the patient experienced recurrent infection around the abutment site which was treated with oral and topical antibiotics. However, the issue could not be resolved. Abutment removal is planned but has not taken place as of the date of this report.

Manufacturer narrative:
Per the clinic, the patient was placed under general anesthesia on (B)(6) 2021, in order to remove the abutment and to perform soft tissue excision. This report is submitted on august 26, 2021.